Manufacturer narrative:
Atrial fibrillation reported by patient; no device malfunction alleged and device will not be returned at time of reported event. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.

Event description:
During therapy, patient experienced dizziness and therapy was stopped. Kardiamobile was utilized and detected the patient had atrial fibrillation with a heart rate of 141. The symptoms had resolved once therapy was stopped.the patient was advised to stop therapy and speak with the cardiologist prior to continuing therapy.